Event description:
A healthcare facility in france has reported that a rd900afu neopuff infant resuscitator has a leakage issue. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.